Event description:
Caller reported cgm error 42, indicating an issue with a continuous glucose monitoring system. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the caller confirmed that the error did not reappear after the reset.